Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was exposed to a magnetic resonance imaging machine at work. The customer's blood glucose was unknown. Advised customer that all insulin pump and continuous glucose monitoring components should be removed during exposure to a magnetic resonance imaging machine. The customer received a motor error alarm. The customer was unaware of when the alarm occurred. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.